Event description:
It was reported to philips that host pc failed to start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected remotely and confirmed the reported problem. Philips field service engineer (fse) identified that the interface box fails at system startup. Fse replaced the sibbox unit. After that, the system was returned in good working condition and was ready for clinical use. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) analyzed the log file remotely and identified that the host pc had lost connection to the velera generator which prevented the system from booting up. A philips field service engineer (fse) examined the system on-site and confirmed the reported problem. The fse identified that the system interface board (sib) box fails sporadically at system start up. The host pc communicates via the sib box with the velera generator. To resolve the issue, the fse replaced the sib box. The system was returned to use in good working order and ready for clinical use. Technical investigation revealed that all the network connections had failed indicating an issue with sib box. The sib box was returned for further analysis. Functional testing was performed, and no failure was identified. The current replacement rate of sib box is lower than the acceptable rate. The codes were updated based on the investigation outcome.